Manufacturer narrative:
Follow up #1 date of submission 06/25/2014:additional information:the pump reportedly had no power as a result of moisture ingress.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/24/2014 with the following findings: during a visual inspection of the pump, the battery compartment was found to be cracked, and the compartment threads were damaged. Evidence of moisture ingress was also observed in the battery compartment. A battery cap was not returned with the pump. A test cap was used to complete investigation, and the pump powered on properly. A leak test was performed and confirmed a battery compartment leak. The pump case was removed, and no further evidence of moisture ingress was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.